Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom was reported via phone call that, the customer had high blood glucose of 414 mg/dl, 388 mg/dl and again it was below 300 mg/dl with ketones. The blood glucose and ketones were recovered quickly. The device will not be returned for analysis.